Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the firing complete? No. Was the cutline complete? No. Was the staple line complete? No.

Event description:
It was reported that during an open colectomy, the firing knob of the device was broken off at the 3rd firing of functional end to end anastomosis. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.